Event description:
Pt reported that device delivered 4 unprogrammed boluses giving 13 u of insulin. Pt experienced low blood glucose (36 mg/dl). Pt contacted emergency medical system and was treated with glucose IV.